Manufacturer narrative:
There is no suspected device failure. The article reported that all but 1 of the 575 transseptal punctures performed using the nrg transseptal needle were successful. The authors conclude, "our data suggest that the rf needle is superior to the standard transseptal needle. It results in shorter instrumentation times, a greater efficacy in transseptal crossing, and fewer episodes of pericardial tamponade." Not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: winkle, r. A., mead, r. H., engel, g., & patrawala, r. A. (2011). The use of a radiofrequency needle improves the safety and efficacy of transseptal puncture for atrial fibrillation ablation. Heart rhythm, 8(9), 1411-1415. As per this article, "for the standard needle, there were 2 procedure-related strokes and 1 tia (0.31%), and for the rf needle, there were 2 strokes (0.35%). The difference in stroke/tia rate for the 2 types of needles was not significant (p =1.00). All but 1 of the strokes resolved without permanent sequelae."